Manufacturer narrative:
H2-3) the software analysis concluded that there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The logs were reviewed. Logs recorded 2 sessions on the date of the issue reported. In both sessions site took 2 spins with imaging system auto registration. As per the case description, there was an alleged inaccuracy of 2 millimeters (mm) deep with all instruments after 1st and 2nd spin. However, as per the instructions for use (IFU) of stealthstation s8 spine with o-arm and 3d fluoroscopy imaging, the accuracy <(><<)>= 2mm was within the margin of navigational accuracy. Based on the information provided, reported inaccuracy of 2mm was within the margin of navigational accuracy. Codes: b01, c19, d14. H2) please see section a1, b5, and section d9 for additional information. H2) correction: the previous system servicing analysis was incorrect in initial regulatory report #: 1723170-2025-00440 and should have been as follows: "h3) a manufacturer representative went to the site to test the navigation system. In summary, no hardware parts were replaced and the system did not perform as intended. A system checkout with demonstration to be done was noted. Codes: b01, c19, d15". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further troubleshooting was performed. The field representative (rep) was able to replicate the inaccuracy issue as initially reported. The rep brought in a camera cart from another navigation system at the site and had no inaccuracy issues. When the rep went back to the original camera cart, the rep had the same inaccuracies again. Technical services noted they would ship a new camera and evaluate the engineer testing report.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was an alleged inaccuracy of 2mm deep involving the instruments and screws. This inaccuracy was noted after the first and second spin. The instruments were re-verified, which did not resolve the inaccuracy. Another navigation system was used, a spin was taken, and it was reported to be accurate. Troubleshooting was performed. The reference frame remained stationary, but the table was observed to move up and down, as well as opening the ndi toolbox, which showed no errors. A 15-minute delay occurred during the procedure, and there was no reported patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0; product ID: 9735821, ubd: unknown, UDI#: unknown, work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that there no faults found. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis was performed for product: 9735821r, lot number: p901302. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent illuminator voltage low, intermittent illuminator current low, and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .547mm with a passing threshold of .250mm. Although the psu failed the accuracy test, the .547mm result did not approach the reported 2mm inaccuracy. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.